Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing due to insulation damage on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.

Manufacturer narrative:
The reported events of sensing noise and insulation damage were confirmed. As received, a complete lead was returned in one piece. During analysis, procedural damage was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 8.5cm and 12.0cm from the connector pin. The abrasions were consistent with procedural damage.